Event description:
It was reported that the patient developed redness around the incision site. The physician confirmed that it was not an infection and administered antibiotics to the patient as a preemptive measure. The patient was doing well upon follow-up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163009, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 788397, UDI: (B)(4).